Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Returned delivery system will be evaluated and included in my supplemental report.

Event description:
The following info comes from a preliminary investigation and info provided by the local sales representative. The reported event occurred during the closure of an asd (atrial septal defect). The sales associate described that during the final lock release step the lock loop did not capture the right atrial eyelet. The physician decided to remove the occluder and replace it with another occluder. As the physician was retrieving the right disc, the retrieval cord became detached from the occluder. To continue the removal procedure, the physician first attempted a loop snare which was not successful. He then used a bioptome forcep to grasp the device, but it could not pull the device into the catheter. The physician was able to pull the device to the right atrium with the bioptome. The sales associate further stated that while the physician was switching to an 11 fr mullins sheath the device moved away from the catheter to the tricuspid valve. To remove the device from the valve the physician once again grasped the device with the bioptome and pulled it into the sheath. During this step, the device caught on the leaflet of the tricuspid valve. As the physician pulled the device into the sheath the leaflet tore. The next day, the pt had the leaflet and defect surgically repaired.